Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed an elective replacement indicator (eri) battery status earlier than expected. There was concern that the battery depleted prematurely. The device was implanted for 47.6 months. The device was explanted and replaced with another boston scientific crt-d.